Event description:
During a ptca / stenting treatment procedure of the right coroanry artery, inflation and deflation difficulties were encountered. The express2 monorail balloon would not inflate at 14 atms, so the pressure was increased to 18-20 atms with successful inflation of the balloon. Attempts to deflate the balloon were unsuccessful. The balloon was intentionally ruptured for removal. A dissection of the rca occurred which was repaired with further stenting. The patient experienced a myocardial infarction during this event which required intubation and intensive care intervention. Patient status is reported as 'stable'. No additional information is available at this time.